Event description:
Event #1: [redacted date], the cytorich caps are split at the top of the caps x 3. All from lot: 144469. Event #2: [redacted date], cytorich red (ref b9990802, lot 14469, exp [redacted date]) vials picked for cases continue to have cracked lids. One was caught today as we were packing up the specimens. Lid exchanged for a new one. If not caught, it will lead to specimen leaking.